Event description:
Burst. Nurse received a chemical burn from one of our hot packs, which burst upon activation. She was taken to the unit where employees are cared for, so the sample was thrown out and they do not know which lot it came from. Because she is an employee, the hospital was unable to release any more specific information to me.

Manufacturer narrative:
No lot number was provided; an investigation into the DHR could not be conducted to determine the root cause of this difficulty. Multiple attempts were made to obtain a sample. As no samples were provided, the exact cause of the difficulties encountered cannot be determined. Under routine production, a sampling of these units are tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. It is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately in this situation that is not the case. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement. A review of our quality data and history does not indicate that there are adverse trends.